Event description:
It was reported that the implantable cardioverter defibrillator exhibited delayed charge time. The patient was scheduled for an appointment but did not show therefore, no intervention was performed. Further information was requested however, was not provided.